Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. It was reported that the patient was admitted for right ventricular (rv) failure and had a complicated stay. They had a history of ventricular tachycardia (MFR. Report # 2916596-2022-00222), and they were planned to have a mitral valve clip. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. It was reported that the patient was admitted for right ventricular (rv) failure and had a complicated stay. They had a history of ventricular tachycardia, and they were planned to have a mitral valve clip. It was additionally communicated that the patient did not have pre-existing right heart failure, and that the patient had mitral regurgitation. They patient exhibited vt shock, and the mitral valve clip resolved the issue. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure and arrhythmia, that may be associated with the use of the hm3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated that the patient did not have pre-existing right heart failure, and that the patient had mitral regurgitation. They patient exhibited vt shock, and the mitral valve clip resolved the issue.

Event description:
It was reported that the patient was admitted for right ventricular failure and had a complicated stay. They had a history of ventricular tachycardia in previous admissions, and they were planned to have a mitral valve clip. There were no reported alarms and submitted log files captured only routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.